Event description:
In 2008, experienced swelling in the pelvis and pain that travelled down the legs to the knees. Admitted to the hospital for seven days. She received a blood transfusion and several different antibiotics secondary to systemic infection. She continues to have chest pain and heart palpitations. Interventional radiologist who performed the embolization refused to speak with pt or see her for examination and follow-up. He instructed that she go to her gynecologist. The gynecologist instructed her to get to the interventional radiologist. As of the date of this filing, the interventional radiologist refuses to do a follow-up exam or speak with the pt and she has lost 30 pounds since the surgery.